Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
During a laparoscopic hysterectomy, the subject device was used. After 3-5 minutes of use, the probe broke off inside the patient. The broken probe was retrieved from the patient. The procedure was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-10127 to provide additional information based on the evaluation of the device. The device manufacturer date was identified. The subject device was returned to olympus medical systems corp (omsc) for evaluation. As a result of the evaluation on february 9, 2017, omsc confirmed that the probe tip broke down at 15 mm from the distal end. There was a scratch mark on the probe. The shape of the fracture surface showed that the crack developed from the scratch mark as the starting point. There was a scratch mark on the non-insulated part of the grasping section. The coating on the outer surface of the jaw was worn and partially came off. The manufacturing record was reviewed with no irregularities. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the scratch on the probe occurred since the user output the device in seal & cut mode contacting with metal or surgical instruments. The crack developed with the scratch mark as the starting point when the user output in seal & cut mode or grasped the tissue. The probe was broken when the user added loads inside the patient. The instruction manual of the subject device already states; warnings:the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.q., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the ptfe pad. In turn, the probe may break before displaying an error window or generating an alarm tone.